Event description:
During an interventional procedure fluoroscopy unit's computer froze and had to be rebooted. During this time the patient had to wait with an intervascular sheath in his internal jugular vein for approximately five minutes while the unit had to be rebooted.